Manufacturer narrative:
This event occurred on an unspecified date of (B)(6) 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) units of 250ml eva (ethylene vinyl acetate) bags were leaking at the seal. The leaks were identified during an unspecified process step prior to patient use. There was no patient involvement. No additional information is available.